Event description:
After several months, pt complained of continued soreness, low grade infection, within a 4 month period, this was the 2nd chin inplant removed.

Event description:
Second time infection occurred after patient complained of soreness.